Manufacturer narrative:
Investigation summary: two samples were received for evaluation. One sample came in an opened packaging blister and the other one in a sealed packaging blister. A functional test was performed for both samples. Each of them was tested by connecting them to a syringe with saline solution. They showed a normal flow of solution. Also, three photos were provided; the photos show a needle assembly and packaging blister. Based on the sample analysis performed, the symptom reported by the customer couldn¿t be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the 2nd complaint for lot # 9296392 for needle clogged/blocked. Previous complaint (B)(4). There was no documentation for this type of defects during the entire production run of this batch. No additional actions will be taken other than monitoring the complaint trend for this lot. Root cause description: the functional test performed to both samples showed a normal flow of solution; the symptom reported by the customer couldn¿t be confirmed. Rationale: CAPA not required at this time. (B)(4).

Event description:
It was reported that needle 25x1-1/2 rb was clogged. The following information was provided by the initial reporter: "it was reported that the needle is plugged and we can not inject anything out of it. Verbatim: I am not sure if this is part of your realm. But we have been seeing an issue with the bd 25g x 1 ½ precision glide needle. The one lot we now if is 9296392. What is happening is the needle is plugged and we can not inject anything out of it. Have you heard of anything on this?"